Event description:
Device malfunction: poor wall apposition. Symptoms/ae: placement of unplanned stent. Time of malfunction/ae: during procedure. It was reported that during a left internal and common carotid artery stenting procedure, after placement of the stent, the physician felt the caudal portion of the stent was not well approximated against the wall of the common carotid artery. A second stent was placed slightly overlapping the first stent with better results. There were no adverse patient sequelae reported. One day post procedure, the patient was discharged to home. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The stent remains in the patient. A conclusive root cause for the stent deployment discrepancy could not be identified; however, the event appears to be related to circumstances of the case and operational context and not as a result of a device quality issue. A review of the finished device lot history record (lhr) did not reveal any findings relevant to this report.